Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp drive manifold failed the vacuum leak test. There was no patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10. The fse who encountered the issue replaced drive manifold which resolved the issue. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. The maquet failure analysis and testing department (fat) received a drive manifold with a reported of the ¿unit failed the drive manifold vacuum leak test¿. Performed visual inspection of drive manifold per the cardiosave service manual and found no visual damage and the part looks to be in a good condition. Installed the drive manifold into cardiosave test fixture. Performed and tested in accordance with the cardiosave service manual. The tests (30 minutes) did trigger the reported problem of the ¿unit failed the drive manifold vacuum leak test¿. The failure analysis and testing department was able to verify the failure experienced by the customer. Retaining the drive manifold in the failure analysis and testing department per procedure.